Event description:
The original report stated the hand grip was defective. No further info was available. Testing in 2004, revealed the device to be out of spec.

Manufacturer narrative:
An e2560 pencil was rec'd for eval. The following tests were performed to eval the pencil: visual, self key test with 40k ohm box, functional testing using a fx generator, and hipot. During the visual examination it was noted that all three pencils appear to have been used multiple times and showed considerable wear. The plug pins were found to be slightly discolored, a condition usually attributable to repeated resterilization. Sample #1 has a tear in the cut button exposing the switch mechanism and it has no function in either the cut or coagulation mode. The device failed the hipot testing due to the damaged cut button. There have been no similar reports of this nature during the past year. Due to the evidence of significant wear, the device may have reached the end of it's expected prod life. Since this is an overseas account it is extremely difficult at this time to determine the amount of reprocessing this prod has undergone. If any add'l info becomes available about the nature of this event this report will be reviewed for supplemental reportability.